Event description:
Customer stated that she was hospitalized due to low blood glucose and it is due to the insulin pump. Customer was in a coma for one week. Customer was new to the insulin pump. Customer passed out and was transported to hospital via ambulance. The blood glucose readings at time of event went from 40 mg/dl. To 0. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.